Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicates the unit stopped working. It was reported that the customer's blood glucose shot up to seventeen hundred and the customer woke up in the hospital in a coma. No further details reported. The insulin pump will not be returned for analysis.